Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient responded to the liberty select patient letter and a peritoneal dialysis patient reported experiencing overfill, especially after the first drain. Occasionally, the cycler does not drain the full amount and that is when the patient states feeling bloated, short of breath, and having a tense abdomen. The next drain will drain the full amount in addition to the residual fluid. Upon follow up with the patient's nurse, it was reported that the patient's doctor increased the strength of her fluid in order to drain the excess liquid. The patient is currently fluid balanced. No medical intervention or adverse event occurred as a result of the overfill.